Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in a pulmonary embolism using an indigo system aspiration catheter 12 (cat12) and indigo system separator 12 (sep12). During the procedure, the sep12 would not pass through the rotating hemostasis valve (rhv). Subsequently, the physician removed the cap off the rhv to allow the sep12 to pass through. When reinstalling the rhv, the o-ring was lodged inside the cap and could not be removed. With the o-ring in the incorrect location, the rhv would not seal. Therefore, the rhv was removed. The procedure was completed using a new rhv and the same sep12. There was no report of an adverse effect to the patient.